Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they are still having problems charging implant. Patient stated they feel the pain is caused at the si join; pt has had steroid injections there. Issue not resolved at this time; however it is better per patient. Patient stated they are having the ins taken out.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated their implant was causing a lot of pain where their implant was sitting on the arch of their pelvis bone on the curve of their hip. Patient mentioned they complained about this pain before and was told to use lidocaine patches which lidocaine patches does not work. Patient mentioned the past 2 days the pain has become almost unbearable and when they get up they can't straighten up and put weight on their leg. Patient mentioned everything on their right side of their body causes pain. Patient noted they took an oxycodone for breakthrough pain and that took slightly off from the pain. Patient mentioned when their hcp made their appoint on august 30th they mentioned to move the implant or put in a new battery. Patient mentioned they were at their hcp about 1 to 1.5 weeks ago. Patient stated they follow up with their hcp on nerve injections in the thoracic spine and do manipulation on the nerves. Agent asked question and pa tient denied any recent falls/trauma and noted they gained 5 pounds. The patient was redirected to their healthcare provider to further address the issue. Pt called back stating manufacturer representative saw pt at hcp's and agreed ins would need to be off pt's pelvis. Pt had been in a lot of pain in the past 2 weeks and running out of pain pills. Patient called back stated they are trying to charge the ins and keep getting checking recharger since 3 weeks ago and they are not able to charge the ins. Patient stated they will be having surgery to move the ins because the ins is causing a lot of pain. Agent asked patient to inspect the rtm cord and port for damage and patient said there is no damage. Patient stated the devices were already replace. Agent reviewed if the new rtm does not resolve the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.